Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
No reported complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04177. Related manufacturer reference number: 1627487-2019-12027. It was reported the patient experienced inadequate stimulation with their scs system. Patient declined reprogramming and requested explantation. As a result, surgical intervention was undertaken wherein the entire system was explanted.